Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and inflation lumen, blood in the wire lumen. Microscopic inspection revealed a hole/perforation in the balloon material that was approximately 1 mm in length. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.